Event description:
It was reported that a monarc subfascial hammock was implanted on (B)(6), 2004. It was reported that about five weeks after the implant procedure, the pt was, "hurting," she was "tired all the time," she had nausea and vomiting almost every day until 2011, and she could barely stand up. A second surgery in 2012 was done to remove part of the "product" that was causing her problems. It was also reported, that after the second surgery, she was "broken out," had infections, confusion, and the nausea returned.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.